Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of the event. The customer performed precision testing, which passed. A siemens customer service engineer (cse) visited the customer site. The cse adjusted the reagent probe 1 at the wash port. The cse cleaned the plunger for the sample syringe and also cleaned the ionizer. The cse performed aspirate probe dispense test. The cse replaced the pinch valves. The cse performed dark count without cuvettes. The cse ran precision testing for vancomycin, which passed. The cse ran qc, which were within range. The cause of discordant, falsely elevated vancomycin results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vancomycin results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The pharmacy contacted the customer and questioned the results. The samples were repeated on the same instrument, all resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin results.